Event description:
Reporter alleged customer had been receiving higher reading of 300-400 mg/dl for 2 days and went to the doctor as a result to have glucose tested. Reporter stated the customer's advantage system read 352 mg/dl compared to the doctor's measurement of 135 mg/dl in addition to the second comparison of 392 mg/dl from customer's system versus 130 mg/dl on the doctor's system. No exact timeframe between testing was provided other than the reference to back to back. Reporter indicated the customer was not experiencing any hyperglycemic symptoms during the time of the testing. No report of any other actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.